Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending (lad) artery. A 2.25 x 24 synergy¿ stent was advanced but failed to cross the lesion. Upon removing the device from the patient's body, it was noted that the distal part of the stent was found to be lifted up. The procedure was completed with another of the same device. No patient complications were reported.